Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 8.0x40mm absolute pro .035 self-expanding stent system (sess) was difficult to deploy and took more time than usual but was ultimately deployed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.